Manufacturer narrative:
(B)(4). The MFR documentation for this device was reviewed and the device met all quality and MFR release criteria. To date, no other complaints have been reported for this failure mode within this lot. The complaint device has not yet been received by the MFR so a device eval has not been performed. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
It was reported that the revolution catheter was used in a procedure to treat a lesion at lad #7 with 75% occlusion/stenosis and no severe calcification. A stent was placed at the lad #7 and no problems occured during post ivus however when the physician attempted to remove the catheter from the body, the catheter became stuck on the stent and resistance was encountered. The physician pulled on the catheter and the telescope shaft separated from the catheter. The physician was able to remove the catheter from the body as a single unit and reported that all portions of the catheter were accounted for. The procedure was successfully completed with another revolution catheter. There was no report of any stent migration or deformation due to the catheter becoming stuck on the stent. There was no report of pt injury or adverse event. It was reported that the pt is in good condition.